Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 14 may 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the preparation, the tip of clip introducer was damaged during clip removal as gripper was caught. As a result, the clip was switched by another clip xtw. During the procedure, difficulty was encountered while detaching clip from mandrel. Troubleshooting maneuvers resolved the issue. The clip was implanted successfully. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects reported.